Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on carefusion screen. A technical support specialist advised another tss agent to reboot the station by deploying the rss agent and pas package. The tss confirmed that the issue was resolved and that the station was online and logged into the application without error. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on carefusion screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.